Manufacturer narrative:
Concomitant medical products: 457445, lead, implanted: (B)(6) 2007; 419488, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert that went of every 6 hours. It was discovered that the right ventricular (rv) lead was fractured and had noise that was inhibiting pacing. The lead was capped and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.